Manufacturer narrative:
The report that the ipg was revised due to ¿eri¿ was confirmed. Analysis found the device had declared eri and communicated with all lab utilities. A longevity calculation could not be performed as the programming parameters were not available due to the power on reset recovery that occurred in the field.

Event description:
Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.